Event description:
It was reported that the customer had a no deliver on the insulin pump and it did not prime. Customer's blood glucose level is 569 mg/dl and treated using a manual injection. Troubleshooting was performed on the insulin pump and the issue was resolved by a set change. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.